Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a fragment. Visual inspection confirmed the complainant¿s experience of balloon fragmentation. The balloon material was stretched, torn, and fragmented. The fragment was identified to be from the balloon. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: tepp. Event description: during inflation, the balloon burst again and even a part of it lay in the extraperitoneal space. The bellows were operated for about 10-15 times. The patient was not harmed. Additional information received from applied medical representative via email on 29-nov-2021: customer always uses a 0 degree scope for inguinal hernia repairs. Manufacturer [ ], 10mm diameter. Representative has tested this and inflated the balloon 40 times and has tried to damage the balloon with the scope several times. This did not work. He also verified if the scope became hot, this was not the case either. Intervention: retrieval of separated part. Patient status: the patient was not harmed.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: tepp. Event description: during inflation, the balloon burst again and even a part of it lay in the extraperitoneal space. The bellows were operated for about 10-15 times. The patient was not harmed. Intervention: retrieval of separated part. Patient status: the patient was not harmed.